Event description:
After implantation, the patient was cardioverted for atrial fibrillation. Following cardioversion, no atrial or ventricular sensing was observed. In addition, both the atrial and ventricular egm's were flat. However, after some time the sensing and egm resumed and the device appears to be functioning normal during testing. The device remains implanted.

Manufacturer narrative:
(B)(6)2010 a response from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Since the device remains implanted, the programmer files were reviewed. The files confirmed the reported behavior. The most probable hypothesis is that the electrical dischage might have induced a transient alteration in the functioning of some of the electronic components. The observed event is a well known adverse event that may occur on medical device when it is submitted to an electrical current from an external source, as mentioned in the labeling. The manufacturer has recommended a follow-up to be scheduled shortly to confirm proper device behavior. Device remains implanted.

Event description:
After implantation, the patient was cardioverted for atrial fibrillation. Following cardioversion, no atrial or ventricular sensing was observed. In addition, both the atrial and ventricular egm's were flat. However, after some time the sensing and egm resumed, and the device appears to be functioning normal during testing. The device remains implanted.